Event description:
The pt was transferred from an outside facility in cardiogenic shock. The pt was brought to the cath lab for intra-aortic balloon insertion. The physician had difficulty advancing balloon and when it was hooked up to pump device would not inflate. Balloon was removed anda new device was put in. The pt left the lab in stable but critical condition. The pt later on expired. The customer is not attributing the pt's death of the device.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approx 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting nad extracorporeal tubing was performed and no leaks were detected; the iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump; the eval confirmed the reported complaint defect. It is difficult to determine when or how a kink in the catheter occurs. A kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review and trend eval was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).